Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4) registry indicating that the pt had intraluminal thrombus along anterior wall of lvad outflow cannula while on subtherapeutic warfarin.

Manufacturer narrative:
(B)(4). The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.